Manufacturer narrative:
Suspect product was discarded.

Event description:
On 25may2021 a patient (pt) in (B)(6) reported an ¿infection 1 year ago¿ while wearing an unknown acuvue brand contact lens (cls). No additional information was received. On 26may2021 the pt provided additional information. The pt reported a diagnosis of os corneal ulcer while wearing an acuvue® 2 brand contact lens (cls). The pt reported os pain and light sensitivity in (B)(6) 2020 after 2 months of use. The pt went to an eye care provider (ecp) on (B)(6) 2020 who diagnosed the os corneal ulcer and prescribed an unknown antibiotic. The pt reported daily lens wear with a 2-month replacement schedule. The pt didn¿t notice anything unusual with the suspect lens on removal. On 26may2021 a call was placed to the pts treating ecp. A representative advised medical information needs to be requested by email. Additional medical information was requested. On 01jun2021 the pt advised it was not an infection, it was a corneal ulcer. The pt had a follow-up visit 2 days after the initial ecp visit. The name of the antibiotic and frequency prescribed was unknown. The pt thinks the antibiotic was prescribed qid for 7-10 days. The pt reported the os was better after treatment and was able to return to cls wear. The pt will provide any additional information by email. On 03jun2021 a call was placed to the pt who reported the medication prescribed in (B)(6) 2020 was flutinol and vigamox, frequency of treatment is unknown. The pt provided the treating ecp with consent to release medical information. No additional medical information was received from the pts treating ecp after multiple attempts. No further information has been received from the pt. This os corneal ulcer event will be submitted as a worst-case event as we were unable to verify the diagnosis and treatment with the pts treating ecp. The lot number of the suspect product is unknown. The suspect os contact lens was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.